Event description:
Dexcom g6 sensor inaccuracy: 5:40 pm g6 reading 122, finger stick reading is 63. That is a mard of 93.7 percent, which is outside of the allowed rule 20. Inserted (B)(6) 2024, activated on (B)(6) 2024. Dexcom g6 sensor inaccuracy: 2:01 pm g6 reading 54, finger stick reading is 114.

Event description:
Dexcom g6 sensor inaccuracy: 6:48am g6 reading 145, finger stick reading is 119. That is a mard of 21.8%, which is outside of the allowed 20% range. Additional information received from reporter on 5/23/2024 for report mw5155227.

Event description:
Additional information received from reporter on 5/29/2024 for report mw5155227. Dexcom g6 sensor inaccuracy: 8:40 pm g6 reading sensor error > 3 hours. Replaced this sensor. New sensor lot #: 5345748.